Event description:
The customer's mother reported that her daughter woke up not feeling well. She checked her blood glucose, and it was 419 mg/dl. She stated that the cannula looked kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.